Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was further reported that the ra lead was unable to capture the atrium, there was no atrial sensing and atrial pacing was capturing the ventricle. The ra lead was revised and remains in use. It was also reported that during the ra lead revision procedure, the implantable pulse generator (ipg) screw was backed out too far and the wrench was unable to be engaged in the screw. The screw was then removed from the ipg grommet and could not be repaired. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.